Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and telemetry anomalies and that the pulse generator was pacing at 175 ppm. The device would only acceept emergency programming values.